Manufacturer narrative:
Insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. No excessive no delivery alarm noted. Insulin pump had minor scratched display window.

Event description:
The customer reported via phone call that her blood glucose level went up to 400 mg/dl. The insulin pump alarmed no delivery. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.